Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant procedure, insulation damage was suspected on the lead. Blood inside the lead between the suture sleeve and connector pin was observed. The lead was not implanted and was replaced. The patient was stable.

Manufacturer narrative:
The reported field event of blood inside the lead was confirmed. Visual examination found blood inside the inner coil of the lead body. The blood can enter to the inner coil of the lead through the helix. The lead was otherwise normal.